Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user the facility staff was attempting to lift the resident off the bed and the lift stopped. The staff checked the lift and found the battery was low on power. The staff lowered the resident back down onto the bed and changed the battery. The staff then lifted the resident off the bed and moved him away from the bed to put him in a chair. The staff heard a snapping noise and the resident fell partially out of the sling, sideways, with his legs still in the sling. The residents' upper body landed on one leg of the lift. The staff lowered the boom of the lift to get the residents' legs out of the sling and administer care to the resident. The residents' lower body was lowered onto the other lift leg. The resident sustained a laceration to the right side of the head, skin tears to a finger right and left hand/right elbow/right shin and bruises in multiple areas of his body. The resident was taken to the ER later that day at the request of the primary care physician. The resident stayed overnight at the hospital for observation and testing. A CT-scan was performed and showed a cerebral contusion on the right side of the head. General x-rays of the body were performed and showed no findings. The resident returned to the facility the next day. (B)(4) were entered into our system to have the presence lift returned to joerns for investigation. As of this writing, the presence lift has not been returned. The sling involved is a med-care universal sling, size large, that is manufactured by medcare and is remaining at the facility. The facility inspected the sling involved and stated that it is in good condition, free of rips or tears and intact.